Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The amingo is not sold in the USA but is a similar device to the avance 510(k) k032803.

Event description:
The hospital reported the unit had a reset error. There was no report of patient involvement.